Manufacturer narrative:
This report was created to capture malfunctions related to the onyx. Article website: http://www.ncbi.nlm.nih.gov/pubmed/26232252. The onyx was not returned for evaluation as it was consumed in the event. Based on the reported information, there is no evidence suggesting that the onyx was defective, but rather a procedure related event. The lot history record review was not possible since the lot numbers were not reported. Note: per the onyx IFU (instructions for use): difficult catheter removal or catheter entrapment may be caused by one or more of the following factors: long catheterization time, angioarchitecture, vasospasm, reflux and/or injection time. (B)(4). Information received from the same article as MFR: 2029214-2015-00948, 2029214-2015-00949.

Event description:
Citation: phat d vu1 and arthur a grigorian. Microcatheter entrapment retrieval from onyx embolization in brain arteriovenous malformations: a technical note. Interventional neuroradiology 0(00) 1 to 4. Published. 2015 jul 31. Pii: 1591019915583226. Medtronic (covidien) received information from the literature review regarding difficulties with prolonged catheter retrieval time and retention. The approach to onyx injection was by the plug and push technique for embolization of the avms. Even while utilizing ev3 standard protocol for retraction. Two patients had difficulties with prolonged catheter retrieval time and one patient with retrieval time and retention. Retrieval of the catheter was possible for two patients when it was pushed into its original position and retracted. After multiple attempts final resolution of entrapped catheter was achieved. In one occurrence with this difficulty, there was concern with the lodged catheter due to prolonged time (>90 min) with sequential gentle traction. A decision was made in the best interest of the patient's safety by cutting the distal microcatheter at the entry point into the femoral artery using the standard protocol for an entrapped catheter. This patient was put on anticoagulant regimen with further follow-up on the surgical resection of the bavm. One and six months follow-up showed no further neurological complications. From january 2010 to november 2013, a total of 37 patients analyzed. The patients were treated for bavms at the medical center of central georgia in the neuroendovascular suite with biplane vascular digital subtraction angiography.